Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The product lot number was not reported initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A report from the field indicated that the patient experienced a cerebral hemorrhage after mechanical thrombectomy of a middle cerebral artery (m2 segment) occlusion using a 5x33 embotrap ii (et009533/unknown lot number) device. The device is not available for evaluation. No further information was provided at the time of complaint initiation.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that the patient experienced a cerebral hemorrhage after mechanical thrombectomy of a middle cerebral artery (m2 segment) occlusion using a 5x33 embotrap ii (et009533/unknown lot number) device. No further information is available. The device was not returned for analysis and therefore no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Hemorrhage is a well-known extensively documented potential complication associated with endovascular mechanical thrombectomy and is listed in the embotrap instructions for use (IFU) as such. Hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a frequent spontaneous complication of ischemic stroke that is especially common after thrombolytic therapy. Because of diminished autoregulation in vessels supplying the infarcted tissues, there is increased risk of hemorrhage upon return of normal blood flow. With the limited information provided, it is not possible to determine the root cause of the hemorrhage; however, patient, procedural, and pharmacological factors may have contributed with no indication of a device malfunction or quality issue. There was no report of vessel trauma or injury associated with the event. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.